Manufacturer narrative:
Event date is unknown. As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: all struts of the ivc filter have penetrated through the inferior vena cava wall. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury. Damage to the patient, including, but not limited to: all struts of the ivc filter have penetrated through the inferior vena cava wall.

Manufacturer narrative:
Corrected data initial reporter occupation: litigation paralegal. After further review of additional information received, the following sections have been updated accordingly: age or date of birth, sex, date of event, date of report, event, other relevant history, brand name, concomitant medical products, date rec¿d by MFR, PMA/510k, type of reportable event and if follow-up, what type. Date of event: the event date provided is approximately september 2016. Event: additional information received per the medical records indicate that the patient has a history of dilated cardiomyopathy and deep vein thrombosis for which he had be anticoagulated. The patient developed a bleeding complication and was no longer felt to be a candidate for anticoagulation.   The filter was deployed via the right internal jugular vein. It was placed in the infrarenal area with the retrieval hook inferior and the cephalic cone at the level of the inferior l1 endplate. The patient tolerated the procedure well with no immediate complications. Additional information received per the patient profile form (ppf) states that the patient became aware of the reported events approximately eleven years after the index procedure. Additionally, the patient experienced mental anguish and fear of bleeding to death. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. As reported by the legal brief, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury. Damage to the patient, including, but not limited to, all struts of the ivc filter have penetrated through the inferior vena cava wall. The patient became aware of the reported event approximately eleven years after the index procedure. The patient is also reported to have experienced mental anguish and fear of bleeding to death. The indication for the filter placement was a history of deep vein thrombosis and a contraindication to anticoagulation for an ensuing bleeding complication. The patient also had a history of dilated cardiomyopathy and a prior femoral- femoral bypass graft surgery. The filter was placed via the right internal jugular vein and deployed infrarenally. The patient tolerated the procedure well with no reported complications. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information available and without the procedural films or post implant images to review the reported device perforation of the inferior vena cava could not be confirmed. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.